Event description:
Following unsuccessful IV insertion in pt's right antecubital area, nurse realized that a portion of the angiocath was not present when she removed the IV catheter. A small portion of catheter tubing (4-5 mm) was found on x-ray at the elbow joint. Surgery was consulted and it was decided to leave the small portion of tubing at the site.